Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following sections could not be completed with the limited information provided. Expiration date - ni. Concomitant medical products - unknown femoral component; unknown articular surface. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient underwent a left knee revision procedure approximately four years post implantation due to the articular surface loosening.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical products: nexgen stemmed tibial component, catalog #: 00598004701 lot #: 60910443; nexgen lps-flex femoral component, catalog #: 00596401651 lot #: 60904881. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.